Event description:
Boston scientific received information that the patient just finished receiving dialysis when she went into cardiac arrest. A 120 joule external shock and then a 150 joule external shock were administered. Upon review of the telemetry after the shock, pacing inhibition with the patient's rate as low as 30 bpm occurred for approximately five minutes. Boston scientific technical services (ts) was consulted and discussed that post shock residual energy likely built up on the lead causing oversensing and pacing inhibition. The device was interrogated and no further issues were noted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.